Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Information received by medtronic indicated that the sensor had inaccurate reading that triggered the suspend event. The blood glucose that triggered the suspend event was 160 mg/dl and sensor glucose value that triggered the suspend on low was unknown. The low limit in sensor settings was 85 mg/dl. The insulin delivery was suspended. No harm requiring medical intervention was reported. The device will not be returned for analysis.